Event description:
The customer reported the steering mechanism was difficult to turn. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system covers were evaluated and repaired to allow the steering mechanism to turn more freely. The system was tested and found to be working as intended and returned to service.